Event description:
After an implantation period of approx. 104 months, it was reported that the device shows the eri status. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.